Event description:
Customer reportedly obtained blood glucose results of 252 mg/dl, 109 mg/dl, 83 mg/dl, and 81 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.